Event description:
It was reported to nova biomedical that a consumer rec'd a result of 519 mg/dl on their blood glucose meter. The consumer treated herself based on this result. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention of emts. The tests strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.